Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance during a repositioning procedure. The physician was attempting to reposition the rv lead to investigate the cause of tricuspid regurgitation (tr). The physician concluded that tr was not caused by the rv lead. The lead was not implanted and was replaced with a new one, and reprogramming was done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undefined impedance.